Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the aiming beam was no longer visible while the fiber was in use. The nurse tried to disconnected the fiber connector and noted that it was very hot to touch. There were no injuries. The procedure was completed with another flexiva 200 tractip laser fiber. The patient condition at the conclusion of the procedure was reported to be fine.